Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-4068hl swiftstitch suture passer was introduced to the hip joint for an acetabular labral repair procedure using 1.8 knotless fibertak anchor on (B)(6)2025. The repair suture was grasped by the swiftstitch, and upon passing through the labrum, the base of the swiftstitch needle broke. The swiftstitch did not penetrate the acetabulum to cause this, and the surgeon believed this was due to a faulty device. This occurred during use, with no report of patient harm. Additional information was received on 03/11/2025: all fragments were retrieved from the patient. There was no case delay or known anesthesia administered to the patient. A new ar-4068hl was opened to complete the case. No adverse effects were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per the picture attached, which shows the base of the shaft's tip broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.